Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible product codes involved in the event as follows: v429g; v431g.

Event description:
It was reported that a patient underwent eye surgery on an unknown date and suture was used. On (B)(6) 2014 the patient developed an infection of conjunctiva. The patient was treated with antibiotics and cortisone. Additional information has been requested.